Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a guide catheter encountered resistance when advancing over the guide wire. Factors that may contribute to difficulty advancing a guide catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the wire tip separated. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a moderate tortuous and heavily calcified lesion in the mid right coronary artery. The ironman guidewire was advanced however met resistance with the guiding catheter and the tip broke off. The guiding catheter and guide wire were simply removed. The procedure was completed using new devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.